Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Stent struts at the proximal region bunched and lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon wings was tightly wrapped and evenly folded and not subjected to positive pressure. A visual examination of the delivery system bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 09-dec-2020. It was reported that crossing difficulties were encountered. The 70% stenosed, 35x2.50mm, concentric and de novo target lesion with a bend of less than equal to 45 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.